Manufacturer narrative:
Fax: (B)(6), phone: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that the needle interchangeable t handle lock was engaged, and the t handle continued to slip off when pressure was applied. Locking mechanism did not hold. Another needle was opened, and the same issue occurred. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
The pak 9733498 navigated pedicle access kit (lot# 190531a) was returned for analysis. Analysis found that the handle had a loose locking collar. The loose collar did not snap into the locked position and was slipping back and forth. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.